Event description:
It was reported that an arteriotomy closure of a non calcified, non tortuous right common femoral artery was attempted using a starclose se device after a diagnostic coronary angiogram. Reportedly, as the thumb advancer was starting to be advanced the device was pulled out of the artery. Manual arterial compression was applied for 5 minutes followed by a non abbott device to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. During manufacturing, devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and not damaged. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Based on the reported information a cause for the loss of arterial access is attributed to the physician accidentally pulling the device out of the artery before reaching the 3rd click. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database found no similar incident. There does not appear to be an indication of a product quality deficiency.